Manufacturer narrative:
The device is not available for evaluation; however, a photo was provided. Investigation is pending.

Event description:
The event invovled a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported the device leaked. There is unknown patient involvement and unknown patient harm. No additional information is available.

Manufacturer narrative:
A picture was returned by the customer showing a leak coming from the tube connected to the secure lock male adaptor. The complaint of leakage could be confirmed based on the returned picture. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.